Event description:
The essure device would not deploy after positioning per surgeon. Another essure device from the same lot number was placed without difficulty. It was initially deployed on the patient's right, the tube was cannulated, and the device was released revealing approximately 3-4 rings. The same procedure was carried out on the contralateral side without difficulty. There was no harm to the patient.